Manufacturer narrative:
The reference to recurrent gi bleeds are captured under MFR# 2916596-2018-02353 and MFR# 2916596-2018-02351. Approximate age of device - 1 year, 2 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was admitted due to drop in hemoglobin and was 7.2 g/dl on admit. The patient experienced worsening fatigue, weakness and mild dyspnea with red blood in the toilet and on the paper which the patient attributed to hemorrhoids. The drop in hemoglobin was thought to be related to recurrent gastrointestinal bleeds. No endoscopic findings had been performed to explain anemia and melena. The patient was transfused with 2 units of packed red blood cells. Inr was 2.1 and coumadin was held. Gastroenterology was consulted and the patient underwent an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2018 and results were normal. On (B)(6) 2018, the patient received a colonoscopy with no signs of active bleeding found. A 10 mm serrated cecal polyp was removed and 4 endoclips were placed. Hemoglobin remained stable and the patient was discharged on (B)(6) 2018 at a level of 9.3 g/dl. Goal of inr was set at 1-5-2.0. The patient has had no further episodes of hematochezia/bright red blood per rectum. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.